Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was unable to be interrogated by 2 different remote monitors. The monitors were noted to have been able to establish telemetry on a different device of the same model. The device was also noted to be able to be interrogated with a programmer. The device remains in use. No patient complications have been reported as a result of this event.